Manufacturer narrative:
(B)(4) it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous vein side shunt. The physician advanced the 4.0 x 40cm sterling balloon catheter and inflated the balloon to 10atms. Upon the second inflation the balloon was inflated to 14atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.